Event description:
During a remote follow up, noise resulting in oversensing was observed on the right ventricular (rv) lead. Rv lead dislodgement was suspected but this was not confirmed. No intervention has been performed. The patient was stable.

Event description:
Additional information was received that, noise was noted on the rv lead. An rv lead revision procedure was performed to resolve this event.